Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently admitted to the hospital¿s intensive care unit (ICU). The customers blood glucose level read "high" on cgm, a specific value was not provided. The customer attempted to self-treat with a correction bolus via the pump. The customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released from on (B)(6) 2022 with issue resolved and no permanent damage. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide.